Event description:
The customer reported to olympus, the single use aspiration needle came loose and leaked into the scope. The issue was found during an unknown diagnostic procedure. After puncturing the lesion, the doctor aspirated inside of the lesion. During the aspiration the doctor noticed that the needle had detached from the scope. It was not completely detached, but the locking device was no longer locked, and the needle handle was higher up on the biopsy port, compared to when the needle is attached and locked to the scope. The doctor suspects that the needle had unlocked and then lifted from the working channel, so during the aspiration inside of the lesion the needle had moved outside the lesion and into the working channel due to the detachment. This part was lifted higher when the needle detached from the scope. The intended procedure was successfully completed with the same device. Another doctor secured the needle and kept it locked to the working channel while the other doctor handled the movement of the needle. There was no delay incurred due to the malfunction. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Manufacturer narrative:
Corrected data: h4 additional information has been provided: d4 (lot number) this report is being supplemented to provide additional information based on the legal manufacturer's device evaluation and investigation. Based on the results of the device evaluation, the reported event was confirmed. The evaluation revealed that the needle tubing buckled near the handle of the device. The stylet of the device got stuck at the buckling portion. The locking mechanism was not tested as the device was dismantled prior to testing that function. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. Olympus will continue to monitor field performance for this device.